Event description:
A physician reported that when the intraocular lens (iol) was implanted into the eye, the lens was found to be cracked. The procedure performed was cataract surgery involving the implantation of an intraocular lens. The lens remains implanted in patient's eye. There was no patient harm. A decision regarding replacement has not yet been made, as the situation is currently under observation. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. A video was provided. The lens and cartridge preparation were not shown. The lens loading and delivery were not shown. The 3 second video started with the lens already implanted and unfolding in the eye. The video ends before the lens fully unfolds. The reported damage could not be observed. No determination could be made from the video. The manufacturer internal reference number is: (B)(4).